Event description:
A physician reported that she had performed a biopsy on a patient using a gel mark ultra. The patient was later taken to surgery for a wire-localization, and the pathologist notified the physician that it appeared that a piece of the plastic tip from the applicator was in the specimen. No adverse patient effect was reported.